Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer¿s adc blood glucose meter was not powering on with button press or test strip insertion. The customer was unable to monitor their blood glucose and experienced low blood sugar and a loss of consciousness. The customer was treated with orange juice by both the healthcare professional and a non-hcp for a hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Event description:
A caregiver reported that the customer¿s adc blood glucose meter was not powering on with button press or test strip insertion. The customer was unable to monitor their blood glucose and experienced low blood sugar and a loss of consciousness. The customer was treated with orange juice by both the healthcare professional and a non-hcp for a hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader, and no issues were observed. The reader did not turn on when the button was pressed or when the retaining strip was inserted. The reader also did not respond to usb insertion and could not download the reader's data logs due to the damage on the usb port. The issue is not confirmed to use.